Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 27-feb-2013. The device return is anticipated, however; at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. The procedure was completed with a second glidescope avl system, which was made available within ten (10) minutes. No harm to the patient or user was reported.